Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed alert 38 indicating a motor stall, confirmed in device history, and the pump was restarted per instructions; the alert recurred after restart and the pump was replaced, with education provided on backup therapy and device shutdown. Symptoms included no adverse clinical effects and a blood glucose reading of 158 mg/dl. Outcomes included temporary interruption of insulin delivery, use of backup therapy, and continuation of cgm use via the dexcom app or receiver. Investigation included review of device history, assessment of device charge status, guided restart, and monitoring for recurrence of the alert during and after restart. Investigation of this device revealed a recurrent motor stall consistent with an internal pump motor or drive mechanism malfunction, as the alert returned after a proper restart despite adequate battery charge. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to a motor stall.